Event description:
Follow up information received from the manufacturer representative (rep) reported that the cause of the issues remains unknown.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that when the patient got out of the shower and was drying their hair, they received a sudden shock at the implantable neurostimulator (ins) site; it is unknown if the patient was using a towel or an electric dryer. An impedance test was performed and resulted in all normal impedance values. The shocking occurred sometime between (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.